Event description:
The customer reported, the unit would not power up.

Manufacturer narrative:
The customer reported, the unit would not power up. A philips representative evaluated the device. Replacing the a/c power supply resolved the reported issue.